Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction of the power supply unit, malfunction of circuit board, b30 (scope communication error). A root cause could not be identified. Based on the results of the investigation, the failure to power up was likely caused by the faulty power supply unit. The most likely cause of the faulty circuit board and b30 error was component failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced that cannot be powered on during reprocessing. There were no reports of patient involvement.